Manufacturer narrative:
Device evaluation: the device related to the reported event of capsule contracture was received on november 26, 2020 with lot number 2361762. Visual analysis of the returned device identified: deformation, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsule contracture, baker grade lv. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsule contracture, baker grade lv. Device has been explanted.